Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. E.1 initial reporter facility name: (B)(6) medical center. Upon investigation of this incident, a technical support specialist confirmed with the customer that the patient was discharged, so no longer had that issue and will open a case if this happens again with different patients. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not crossing over to device. Customer modified orders to test, but all orders still show active in the server, just not on the device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.